Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 2021-11-01. Investigation summary: the customer reported the set disconnected below the drip chamber, and returned 6 unused sets of material#: 10013364t and lot#: 21069690. The representative sample were examined for issues at the drip chamber, and all 6 passed investigation. The customer complaint of separation at the drip chamber could not be verified. All 6 of the tubings were intentionally separated at the drip chamber under excessive force, and the connections were found to have sufficient solvent applied. A device history record review for model: 10013364t lot: number 21069690 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 22jun2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause is unknown.

Event description:
It was reported that 2 bd secondary infusion sets experienced component separation, and leakage. The following information was provided by the initial reporter: have there been any reports from nursing on secondary sets disconnecting just below the drip chamber? There have been two recent cases in the pharmacy. The event resulted in a small chemo spill in the hood that was contained and cleaned. I'll be following up with a safespot. The other was caught before the bag was prepared.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 21069690. Medical device expiration date: 2024-06-21 . Device manufacture date: 2021-06-08. Medical device lot #: 20115828. Medical device expiration date: 2023-11-26. Device manufacture date: 2020-11-06. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd secondary infusion sets experienced component separation, and leakage. The following information was provided by the initial reporter: have there been any reports from nursing on secondary sets disconnecting just below the drip chamber? There have been two recent cases in the pharmacy. The event resulted in a small chemo spill in the hood that was contained and cleaned. I'll be following up with a safespot. The other was caught before the bag was prepared.